Event description:
Customer reported a wash probe failure and an error 2232 on the aia-900 analyzer. This is a reportable event based on delay in reporting patient results for beta human chorionic gonadotropin (bhcg) and estradiol (e2) analytes.

Manufacturer narrative:
An investigation was performed in response to a complaint of wash probe 2 would not keep a wash tip on and error 2232 on the aia-900 analyzer. The device was being used for diagnosis during the complaint event. At the customer site, a field service engineer (fse) replaced the wash probe successfully to resolve the issue. This investigation confirmed a damaged wash probe due to a component failure. Review of the investigation conclusions indicates that escalation of the complaint for corrective and preventive actions is not warranted. The aia-900 operator's manual under section 12 - flags and error messages states the following: [2232] bf overflow sensor 2 failure. Cause: the overflow sensor 2 s133 is detecting liquid constantly. Action: please contact tosoh local representatives. Check s133. A 13-month complaint and service history review for serial number (B)(4) from the date of 15feb2021 through aware date 15mar2022 was performed for similar complaints. There were no similar complaints identified during the search period.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported wash probe failure.